Manufacturer narrative:
Siemens filed initial 2517506-2021-00184 on 03-aug-2021. Additional information (02-aug-2021): the customer provided siemens with the initial reported and correct reported results for most of the samples reported in the initial MDR. Section b6 was updated to reflect the additional information. Siemens further investigated the issue and determined that the customer had centrifuged the samples outside of the tube manufacturer's instructions for centrifugation at 1100-1300g for 10 minutes. Sample integrity and preanalytical variables potentially contributed to the discordant results. Investigation findings and investigation conclusions in section h6 were updated to reflect the investigation conclusion. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed sodium (na) and potassium (k) results were obtained on multiple patient samples on a dimension exl with lm instrument. Quality controls (qc) were within acceptable ranges at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site to investigate the issue. The cse performed a total service visit. The cse replaced all integrated multisensor (imt) tubing and the x seal, styletted all imt ports on the rotary valve and the tower and replaced the sample and imt diluent syringe tips. The cse ran a precision study, which resulted acceptably. The customer ran qc which resulted acceptably. Siemens reviewed error and solid state multisensor (ssm) logs, and did not identify an issue. The cause of the discordant, falsely depressed na and k results are unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on multiple patient samples on a dimension exl with lm instrument. The depressed results were reported to the physician(s). The customer reported that patients were treated based on the discordant results, but was not able to provide additional details. The customer also did not indicate which patients were impacted and how their care was impacted. The samples were repeated on the initial dimension exl with lm instrument one to four times. The customer did not provide which of the repeat results for each patient were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the discordant, falsely depressed na and k results.